Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture, difficulty removing the device and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily stenosed right fistula in the sub-clavian. The 14x80mm armada 35 balloon dilatation catheter (bdc) ruptured during the second inflation at 8 atmospheres. During removal resistance was noted with anatomy and once in the sheath the device separated at the shaft, but was removed all together with the sheath. A high pressure balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device has been received; however, investigation has not been completed. A follow-up report will be submitted with all additional relevant information.